Event description:
It was reported that a vns patient's lead may have fractured. X-rays were submitted to the manufacturer and a review of the images revealed no anomalies in the visualized portion of the device. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.